Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer will inform their staff to start the reprocessing cycle over again and verify the scope was reprocessed properly if there is any interruption in the reprocessing cycle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope was being reprocessed in the medivators unit, when there was a power outage, and the cycle did not complete fully. The device was then used on a patient after it was removed from the medivators unit. It is unspecified when this issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but the customer responded stating only that the issue was being resolved and it was all good, none of the requested information was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided where the customer stated that the reprocessing cycle didn't complete fully and the device was used on a patient after it was removed from the reprocessing unit, this is consistent with a use issue. However, specific root cause could not be established. The event can be detected/prevented by following the instructions for use: the cyf-vh reprocessing manual provides detailed instructions including: chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing endoscopes and accessories using an aer. Olympus will continue to monitor field performance for this device.